Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels at around 30 mg/dl. No symptoms were reported for the low blood glucose at the time of the incident. The customer did not state how they treated the low blood glucose. Troubleshooting was declined. The insulin pump will not return for analysis. Frn-reservoir.